Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device pneumatic block was returned to resmed for an investigation. Visual inspection of the pneumatic block revealed signs of water damage/condensation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination due to device misuse. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower. The device was not in patient use when the reported event occurred.